Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery and extended below the knee. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 4 atmospheres for 15 seconds duration time, the balloon ruptured and it was suspected that the contrast agent leaked under fluoroscopy. After decompression, the device was removed from the body and completed the procedure with another of same device. There were no patient complications reported.